Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent a vena stenting in the iliac procedure and the physician concluded the patient would also need a vena cava filter. Therefore a gunther tulip navalign femoral vena cava filter set, g52917, was used. Upon deploying approximately one third of the filter hook stuck inside branch of the inferior vena cava but could not tell which one. At this point the district manager was called the procedure to assist with the removal. The filter was not totally detached. The physician tried to pull back on the filter, however could not as there was a previously placed stent there. Then tried re-sheathing with the filter sheath, however the side arms became tangled inside and could not pull the side arms in. The device was deployed where it was with the feet deployed inside the stent in the left iliac. The physician ballooned and opened the feet and some feet were also in the right iliac. The filter was also deployed where it was as the patient was having discomfort while attempting to pull the filter out. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.